Event description:
The end-user reported a surgical cut down was required to remove a 23mm cardioseal device after percutenous retrieval attempts failed. The end-user noted both sides of the device were inadvertently deployed in the left atrium. During percutenous retrieval attempt, the device spontaneously released from the delivery catheter and migrated into the aortic overflow tract. The device was snared and pulled to the groin; the patient was transported to the or for a surgical cut down to remove the device from the groin. No additional complications were reported. The patient will be re-scheduling for closure at a later date.

Manufacturer narrative:
The lot number of the device involved in this incident was not available; therefore limiting our ability to conduct a lhr review. At this point we have not yet received any of the information we requested from the end-user to conduct a thorough investigation. According to the incident narrative the patient tolerated the cut down procedure well, no complications were reported. We will continue to pursue the requested information and relay our investigaton findings in a follow-up report.